Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to increase in thresholds and gradual rise in impedance measurements. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).